Event description:
It was reported that a user experienced failure of a dexcom g6 continuous glucose monitor to pair with the ilet following an attempted setup, resulting in the ilet searching for the transmitter after reentry of sensor codes and toggling between g6 and g7 per troubleshooting guidance. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no need for medical intervention. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed that connectivity could not be established at the time of the call and that the device continued in search mode. It was concluded that the event involved a sensor-transmitter communication or pairing issue without patient harm and that continued monitoring by the user would be required.